Manufacturer narrative:
(B)(4). A visual examination of the incident device revealed tissue between the jaws. When latched closed, the jaws aligned properly to each other. The device was tested for resistance, jaw gap, and spring compression and all tests were within the specification. The device was also tested on simulated tissue for proper activation and knife function with acceptable results.

Event description:
The customer reported that there was no vessel sealing although an end tone, indicating a completed seal, was heard. A ligasure electrosurgical generator was in use at the time.